Event description:
Boston scientific crm received information that at implant the right atrial (ra) lead's threshold measurement was 2.2v with a sensing measurement of 0.5mv. Two days later, the lead exhibited loss of capture and sensing and a revision procedure was scheduled. During the procedure, atrial capture of 6.5v at 0.5ms was obtained with the pacing system analyzer. The ra lead impedance measurement was 440 ohms with a p wave amplitude of 0.2mv. The physician confirmed that the lead had not dislodged and opted to place a new ra lead. When placing the new lead, the physician used the existing ra lead to maintain venous access by making several cuts in the insulation in the middle of the lead.